Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller with unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller overheating event may be attributed, but not limited, to environmental factors and/or a controller malfunction. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. Based on the available information, the most likely root cause of the reported "alarm was so loud" event can be attributed to user perception. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the vad patient during a patient advisory meeting that their controller gets really warm when under the blankets while sleeping, that they were not comfortable doing controller exchanges and that they had double disconnected their power sources and the alarm was ¿so loud.¿ the controller remains in use. No patient complications have been reported as a result of this event.